Event description:
The user facility reported that during a therapeutic gastric bypass procedure, a single piece of metal from the inner top jaw of the needle holder detached and fell into the patient. As the patient was about to be taken to recovery, upon close inspection of the device, the users noted that a portion of the device was missing. The patient received additional sedation, and fluoroscopy was immediately performed. The detached piece was successfully retrieved with an unk type of laparoscopic grasper. The patient was said to be stable and in good condition following the procedure.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If the device is received at a later date, or if further significant additional information is obtained, the report will be updated. The cause of the user's experience could not conclusively be determined at this time. This report is being submitted as a medical device report in an abundance of caution.